Event description:
A pt was brought into the facility in cardiac arrest. Quik-combo pacing/defibrillation/ECG electrodes had been attached to the pt prior to admittance. Hospital staff reportedly attempted to connect the device to the quik-combo electrodes using a pacing cable. The device could not be used to administer pacing therapy as a result. After an unspecified period of time the required quik-combo pacing/defibrillation adapter was obtained and used to deliver pacing therapy. The pt was not resuscitated. The rptr stated the pt outcome was not the result of the reported event, due to a lack of pt viability.